Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the ins was interrogated with a rep's programmer on july 11, 2019 and indicated the ins had reached the end replacement indicator (eri), which would have been prior to 8 years of battery life. Additionally, the patient notified the rep on (B)(6) 2019 and reported they hadn't seen the eri until (B)(6) 2019 and was likely seen on the patient's recharger. The rep inquired as to why the patient had only started seeing the eri on (B)(6) 2019 when the rep's programmer indicated eri had been reached on july 11, 2019. It was reviewed that the device file would need to be reviewed, which could also provide the amount of time remaining to reach end of service (eos). The rep was not with the patient at the time of the call. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the neurostimulator found the battery reached normal eri. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a data file would not be obtained. The rep said that the ins has been revived, but it was not confirmed that the eri was premature or why it occurred prematurely. The rep said the patient didn't notice the code. No further complications were reported.